Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position with the guiding catheter was confirmed. The reported difficult to remove from the guiding catheter and guide wire was also confirmed. The reported difficulty inflating and deflating could not be confirmed due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The balance middleweight universal ii guide wire referenced was filed under separate medwatch report 2024168-2014-05670.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the right coronary artery (rca) the voyager balloon dilatation catheter (bdc) met resistance during advancing but was inflated three (3) separate times and during the last inflation attempt could not fully inflate and could not be deflated; the balloon became stuck with the guide catheter. The device was removed partially deflated with the guide catheter as a system. The 4.0 x 38 mm xience prime stent was implanted without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Return device analysis revealed the balance middleweight universal ii guide wire was returned stuck inside the dilatation catheter. Subsequent information received from the site noted that the balloon catheter became stuck on the guide wire during the procedure during inflation, however, there was no issue with guide wire movement during advancing in the anatomy. No additional information was provided.